Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. The investigation was unable to determine a conclusive cause for the gripper actuation issue. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
This is filed for gripper actuation issue. It was reported that during preparation of the clip delivery system (cds), the gripper lever was advanced, however, the gripper bounced back from 120 degrees to around 90-100 degrees. The test was repeated several times without success. The clip was opened after establishing final arm angle (efaa), however one gripper would not lower. Therefore, the device was not used in a procedure. There was no patient involvement and no clinically significant delay to the intended procedure. No additional information was provided regarding this device issue.